Event description:
Additional information was received that confirmed the patient¿s device was explanted. Explanted device has not been received for analysis to date.

Event description:
The explanted device was discarded.

Event description:
It was reported that a patient was referred for explant due to stinging pain that began at her left chest and radiated across midline towards her right side of chest occurring multiple times per week. No known surgical intervention has occurred to date.